Event description:
It was reported that this right atrial (ra) lead exhibited insulation breach upon pocket access. This ra lead was explanted, replaced with a different model and returned for analysis. No additional adverse patient effects were reported.